Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') field representative that a hospital staff was attending a fault on a ventilator and found a hole in the expiratory tube of an rt340 adult evaqua breathing circuit. This was observed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4) - this is an malfunction that has been reported to fisher & paykel healthcare (fph) by a hospital in (B)(6). The product is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the expiratory tube of the returned rt340 adult evaqua breathing circuit was visually inspected for a hole. Results: a hole was found in the expiratory tube, near the elbow. The edge of the hole was lacerated, indicating that it was punctured with a blunt object. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it was reported that a problem occurred on the ventilator alerting the hospital staff to check the breathing circuit. If a hole is present to or during set up of the breathing circuit, the ventilator would alarm as the system would fail the leak test. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The punctures in the expiratory tube suggests that it came into contact with a blunt object post production and most likely during transport or storage. The rt340 adult evaqua breathing circuit user instructions remind the user to perform a pressure and leak test on the breathing circuit before connecting to a patient. (B)(4).